Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited an electrical reset and was unable to be interrogated. The device remains in use, however explant is planned. No patient complications have been reported as a result of this event.